Event description:
It was reported that during preventive maintenance, the handpiece had a broken lead-screw nut. No case involved.

Manufacturer narrative:
The device intended for use was returned. The reported problem was confirmed. The handpiece has a broken lead-screw nut that is detached from the lock nut. Although the reported problem was visually confirmed, a functional evaluation was performed and failed. The handpiece will not home in a case and the handpiece torque value was 98. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "damaged or broken component" identified similar events. The most likely cause of this event is the mechanical failure of the snap lock. As a part of corrective actions, more robust design of the snap lock has been released.